Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, thoracic endovascular aortic repair (tevar) for intramural hematoma (imh) can be performed safely and was effective at relieving presented symptoms in most patients. Per the study, longitudinal computed tomography (CT) scan analysis demonstrated a significant normalization in all aortic measurements, confirming that tevar promotes positive aortic remodeling in most patients. See scanned pages.

Event description:
Received an article titled "aortic remodeling after thoracic endovascular aortic repair for intramural hematoma" that was published on the journal of vascular surgery in october 2014. The study consisted of the extent of aortic remodeling after thoracic endovascular aortic repair (tevar) involving 44 patients from 2006 through 2012. Per the study, 2 type ii endoleaks were reported.